Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to lead fracture. When securing the lead, the fellow tied too tightly and fractured this lead. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.